Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon felt that the motion of the prograsp forceps was bad. Upon inspection, a broken wire was observed at the tip. The instrument was replaced. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. No damage or wear marks were observed on the clevis. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.